Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/01/2015. The fse found that the retic count chamber drain tubing was leaking. The fse replaced the tubing, which repaired the leak. The fse also found that the instrument was generating white blood cell (wbc) aperture voteouts. The fse replaced the wbc/red blood cell (rbc) pre-amp card and the instrument ran without any aperture vote outs. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer. The customer did not find the exact location of the leak. The volume of the leak was about 5 ml and was not contained within the instrument. The retic background lower pressure was failing when the leak was noticed. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.